Event description:
It was reported that patient underwent an unknown procedure on an unknown date in march 2021, and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. They changed to another one to continue the surgery, and the same problem happened. Changed to another one to continue the surgery; the suture was fraying when sewing. Changed to another one to complete the surgery. There is no report of patient injury. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: hat is the lot number of each faulty suture (j570g and w9560)? Additional information was requested, and the following was obtained: please clarify, which sutures pull off when preparing for surgery (j570g or w9560)? Please clarify, which suture was fraying when sewing (j570g or w9560)? Please refer to the devices returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2024. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one needle suture piece that pertained to the product code w9560. This product code is double-armed. During visual inspection of the returned sample, the closure channel of the needle was noted as expected. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. This product code contains an absorbable suture. Since the sample was received open, the functional test cannot be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.